Event description:
Reporter alleged, obtaining a blood glucose result of 214 mg/dl back to back with a result of 111 mg/dl, when testing was performed within 8 minutes on the advantage system. Reporter stated, he retested within another 5 minutes using the same system and obtained a glucose result of 113 mg/dl. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.